Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated. Technical services (ts) was contacted, and ts discussed troubleshooting steps. The device and leads remain in service. No adverse patient effects were reported.